Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) earlier than expected due to extended charge time behavior, which may be an indication of an out of specification condition. The patient was scheduled for a device replacement in the near future. No adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted and replaced due to battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.